Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer provided a video of the report. The customer's report was confirmed in the video. However, without an evaluation of the device root cause could not be firmly established using the video alone. The customer indicated that the device will be retired and placed out of service. Analysis of reports of this type has not identified an increase in trend.